Event description:
Patient was implanted with matrixneuro straight plate construct on an unknown date. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Patient developed infection from a neuro stimulator implant. Surgeon removed all hardware and patient was not revised with any additional hardware; patient healed. This is the 9th report of 11 for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.